Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. During troubleshooting with cts the customer was able to reload the cartridge and their issue was resolved. The customer's blood glucose level was reported 425 mg/dl and 178 mg/dl at the time of the call. The contact had delivered a correction bolus.